Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of light-headedness due to oversensing anomaly observed on the implantable cardioverter defibrillator and the right ventricular lead. It was noted that isometric testing did not reveal any noise artifact. Programming modifications were performed. On (B)(6) 2017 the device was explanted and replaced and the right ventricular lead was capped and replaced. The patient¿s condition was stable.